Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged the patient's "bg's are all over the place and he is constantly eating glucose tablets and he feels this is because he is unsure on how to operate the pump. He does not want to complete troubleshooting". There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 28-mar-2018 device evaluation: the device has been returned and evaluated by product analysis on 23-mar-2018 with the following findings: a review of the black box showed the daily insulin delivery totals correctly reflect users programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.